Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the tip is deformed (i.e. Stretched in the weld area). Neither a reference transportation wire nor a reference guidewire could be introduced into the guidewire lumen. This indicates that the tip was deformed during or after the removal of the transportation wire. However, the instrument is shipped with a transportation wire which has been removed during the preparations for the intervention without any difficulties being reported. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The orsiro drug-eluting stent system was selected for use. During unpacking the stent appeared to be defected and was not used.